Manufacturer narrative:
A steris service technician arrived onsite and found that the sterilizer had been leaking from the heat exchanger and steam trap drain line resulting in the reported event. The technician replaced the heat exchanger and the steam trap drain line was replaced by a third party. The technician tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their platform sterilizer onto the floor below. No report of injury.